Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Post-procedure, when the coronary sinus (cs) ablation catheter (non-biosense webster, inc. Product) was removed from the patient¿s body, the patient became hypotensive. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient recovered after pericardial drainage. Patient¿s outcome is improved. There was no error message reported on the biosense webster, inc. Product. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 28, 2019. The patient is female. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Therefore, sex has been populated. The biosense webster inc. Product analysis lab received the device for evaluation on 4/1/2019. Therefore, populated concomitant medical products. Device available for evaluation?, concomitant medical products. Is device returned to manufacturer? And concomitant medical products. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30090300m number, and no internal action was found during the review. Concomitant product: soundstar eco catheter; us catalog #: 10439011; lot #: e8147430; pentaray navigational eco catheter; us catalog #: d128211; lot #: 30141960l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, when the coronary sinus (cs) ablation catheter (non-biosense webster, inc. Product) was removed from the patient¿s body, the patient became hypotensive. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient recovered after pericardial drainage. There was no error message reported on the biosense webster, inc. Product. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The physician commented that since pericardial fluid retention was confirmed at the timing of the non-bwi cs catheter withdrawal, the relationship with cs catheter was strongly suspected; however, since this cannot be confirmed and a bwi ablation catheter (thermocool® smart touch¿ bi-directional navigation catheter ) was used during the procedure, this event will be reported under the bwi ablation catheter.